Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer requested a reset to maintain insulin delivery until a new pump could be obtained, but no backup therapy was available. Technical support decided to replace the pump and advised the customer on receiving and replacing their device with updated software. The customer was instructed on returning the malfunctioning pump and acknowledged all instructions.